Event description:
Customer alleged a pt's head became entrapped between the support bar and communication housing in one of the head siderails. The pt's forehead sustained a redden area due to the event.